Event description:
It was reported that the patient experienced "jumping in the chest when (the left ventricular lead was) pacing" and diaphragmatic stimulation was suspected. The lead was programmed off. No further patient complications have been reported as a result of this event.